Manufacturer narrative:
A ge service rep performed an onsite investigation. The power supply cable was adjusted. The system was then found to be operating as intended.

Event description:
The customer reported that the system computer would not turn on. There is no report of pt injury.